Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Removed video board and reseated all connections to the video board. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the right monitor on the 6600 system has no image. There was no report of patient injury.